Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system appeared to have no daily impedance measurements. Technical services (ts) determined the daily measurement was programmed off. There was no gradual rise in shock impedance measurements exhibited, however, there was one excursion greater than 125 ohms. No adverse patient effects were reported, and this ICD system remains in service.